Manufacturer narrative:
The speedscrew device was returned for investigation. The speedscrew device was returned with a broken cross pin and the plug had no support at the time of detaching the anchor from the device. A lot history review was performed for the device lot. No abnormalities were found in the batch record review. The lot met all device specifications. The root cause for the product problem was found to be from over tensioning of the suture which resulted in the broken cross pin. The instructions for use for the device provides the following warning: "do not over tension the suture." (B)(4).

Event description:
The pt underwent an arthroscopic rotator cuff repair procedure using a speedstitch plus knotless implant. Allegedly the speedstitch implant failed to disconnect from the inserter during surgery, resulting in a delay in surgery of approx 20 to 30 mins. The surgeon was able to complete the procedure with no pt injury or adverse effect. The pt was reported as recovering normally after the surgery.